Manufacturer narrative:
During inspection and testing, in addition to he tissue pad in the grasping section was torn with no missing part. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the smoke could have been caused by wearing of the tissue pad by ultrasonic vibration. The peeling of the tissue pad is likely occurred by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. It was confirmed that the probe coating was peeled off if the device was handled as follows. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. However, it could not be conclusively determined if such handling actually caused the reported event. The following information is stated in the instructions for use (IFU): do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a laparoscopic procedure using a thunderbeat, they observed a burning smell and smoke was generated inside the abdomen, the instrument was removed, and they observed that the jaws looked burnt. The procedure was completed with a new thunderbeat. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the tissue pad in the grasping section was worn away, and a part of the tissue pad was peeled away. This report is being submitted for the malfunction found during evaluation peeling of the tissue pad.